Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range shock impedances, measuring above 125 ohms. Technical services (ts) reviewed the event and confirmed that no noise was observed, and the right ventricular (rv) threshold remained stable. Ts also noted that diagnostics did not indicate a lead fracture. Reprogramming options for the shock impedance alert were recommended. No adverse patient effects were reported. This crt-d remains in service.